Event description:
The user had no auditory response with the device since activation on (B)(6) 2025. Multiple adjustments did not work. The user was reimplanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device damage or defect which is expected to have been present whilst implanted. This finding was expected, because according to the received information from the field, the recipient was explanted due a migration of the active electrode out of cochlea. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user had no auditory response with the device since activation on (B)(6) 2025. Multiple adjustments did not work. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.